Event description:
It was reported that during a peripheral intervention treatment procedure, a previously implanted stent migrated. A 7.0x20x75cm express biliary stent was implanted in the common iliac. There were no complications to report during the index procedure, the stent was fully deployed and well apposed. Two months later, the physician was performing a follow up procedure in the common iliac artery. As the physician was advancing a sheath through the previously implanted express biliary stent, the sheath bumped the stent, causing the stent to migrate to a bifurcation. The stent remains in that location. There are no patient complications to report from the migrated stent. The patient is doing well.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).